Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer experienced high blood glucose around 400 to 500 mg/dl. The customer went through a couple of sets and noticed the cannula was bent. Customer was not using the insulin pump at the time because to the high blood glucose event. Customer declined transfer to the helpline.